Event description:
Nurse reported hospitalization due to high blood glucose. Customer stated that she has been high for a couple of days. The current blood glucose reading is 254 mg/dl. The blood glucose reading at the time of the event was 448 mg/dl. Customer experienced fatigue and nauseated. Customer had a large amount of ketones. Diagnosed diabetes ketoacidosis. Hospital treated with IV. Nothing further reported.

Manufacturer narrative:
No button response and button error alarms due to corroded keypad traces. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery test due to no button response. The insulin pump had cracked battery tube threads, reservoir tube lip, reservoir tube, reservoir tube window, case window display corners, scratched lcd window and case.